Event description:
It was reported that during an av fistuloplasty, balloon rupture occurred. The target lesion was located in the av fistula of the right forearm. A 10.0 x 40, 75cm mustang balloon catheter was used to treat the lesion. The balloon was inflated 4 times, upon the fourth inflation the balloon ruptured at 24 atmospheres for 30 seconds. The physician removed the device from the patient intact and it was noticed that the balloon was torn circumferentially. The procedure was completed with another of the same device. There were no patient complications reported and the patients' status post procedure was stable.

Event description:
It was reported that during an av fistuloplasty, balloon rupture occurred. The target lesion was located in the av fistula of the right forearm. A 10.0 x 40, 75cm mustang balloon catheter was used to treat the lesion. The balloon was inflated 4 times, upon the fourth inflation the balloon ruptured at 24 atmospheres for 30 seconds. The physician removed the device from the patient intact and it was noticed that the balloon was torn circumferentially. The procedure was completed with another of the same device. There were no patient complications reported and the patients' status post procedure was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: an examination of the distal end of the device, found that a complete balloon circumferential tear had occurred at approximately 45 mm distal to the proximal end of the proximal balloon sleeve. The distal end of the balloon had been turned inside out and was sitting distally over the tip. The balloon was fully bonded at the proximal and distal bonds. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).